Event description:
It was reported that the hinge post extension moved through the thread of the hinge post and got stuck in the tibia. The hinge mechanism didn't break but had to be changed in a second surgery.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.